Event description:
It was reported that the pump touch screen was unresponsive. The customer experienced an elevated blood glucose (bg) level of ¿high¿, although a specific value was not provided. High bg was addressed by correction bolus via pump. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.